Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate reading was incorrect. The customer reloaded the same cartridge and the reading was then correct. The customer's blood glucose level was not impacted.